Manufacturer narrative:
It is unknown if the unit has been repaired, no information has been provided by the customer, the root cause of the reported issue is unknown. The determination could not be made that the device failed to meet specifications.

Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.